Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer¿s spouse reported via phone call that customer¿s insulin pump was damaged. Customer states that pieces on reservoir compartment was broken off. Further states that ring on the top of the reservoir had 1/4th of piece were left and another part was broken off and rubber water sealed ring at top of will not stay in place. Customer¿s blood glucose was 5.9mmol/l at time of incident. Customer advised to discontinue use of pump and revert to back up plan as per hcp¿s instructions. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device received with corroded battery tube, reservoir tube lip completely broken off and missing reservoir tube lip o ring noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.